Event description:
While prepping a spiroflex thrombectomy device, it would not prep when plugged into the system to prep. The system would stop at 10 seconds while using the pedal to prep. Another device was used and worked fine.